Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited loss of capture. It was stated that the lead had dislodged. The lead was repositioned with no complications. The patient was asymptomatic prior, during and post operation.